Event description:
Patient allegedly received an implant on (B)(6) 2009 due to deep vein thrombosis after left femur fracture and meningioma brain tumor. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging aorta perforation, anxiety, and depression. Per a report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter superior l2 vertebral body. Inferior extent mid l3 vertebral body. A total of 4 prongs have perforated ivc series 3 image 35. Maximum distance prongs perforated 6.91 mm series 3 image 35. Coronal images 6.92 degree tilt left to right series 4 image 66. Sagittal images 5.33 degree tilt posterior anterior series 5 image 108. Diameter of ivc directly above filter 11.32 mm x 26.29 mm series 3 image 25." "A prong has perforated aorta best appreciated on series 3 image 35 and series 4 image 64."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01218.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.